Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the patient mobilized independently. The patient stepped on the impella cable; the impella cable was disconnected from the aic. The impella defective alarm appeared. Pump stop and could not be restarted, so a new impella 5.5 was implanted.

Manufacturer narrative:
B1 and h1: added serious injury. H6: updated codes based on the results of the investigation. H6: added e2343 and omitted e2403. H11: updated based on the results of the investigation. Investigation summary pump stop: the cause of pump stop is not determined since incomplete device and no data logs were returned. Connection problem: the cause of connection problem is use related due to patient stepping on pump cable causing failure based on clinical details. Hemodynamic instability: the cause of injury was not determined due to insufficient clinical details.

Manufacturer narrative:
D9 device was returned and date received was added. E1 added initial reporter facility name, address line 1 and 2, city and postal code as they were omitted from the initial report that was submitted. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on the device being received. H11 updated additional manufacturer narrative as the device was received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.